Manufacturer narrative:
(B)(4). The ge service rep reconnected the pins and checked the power for le/d. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No patient injury was reported.